Event description:
User facility reported that they placed an order for product bmw4051 and were originally told the product was on backorder. Then they placed the order on 9/27/04 for overnight at 10:30 delivery for a scheduled surgery however, the product never arrived. The surgery which was to repair a heel wound for an out pt had to be canceled and rescheduled to a later date. The pt was sent home.

Manufacturer narrative:
Although this was not a product malfunction, the pt's treatment was delayed due to the shipment not being received as expected. The integra distribution center traced the shipment and found the product was sent to another company. Product was not scheduled to be delivered until 9/29/04.